Event description:
It was reported that post-paced t-wave oversensing (pptwos) was noted on the device. The device was reprogrammed, however, far field p-wave oversensing was noted on the device. Abbott technical support was contacted and additional reprogramming was recommended. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.